Event description:
It was reported that for almost the past two years the catheter will kink sometimes and the patient has to reposition herself in a certain way for two hours before it will start to flow again. The health care provider (hcp) was aware and was monitoring the situation and considering replacing the catheter when the patient has the pump replaced. The patient also noted more pain on the right side to which her hcp stated it could be an indicator that there could be some granulation forming or scar tissue on the catheter. The patient reported at times she had received epidurals and blocks by her physician. This device system delivered bupivacaine. Additional information was requested for resolution and current patient status. Should additional information be received a supplemental report will be filed.

Event description:
The patient had ¿med feed¿ off and on ¿since (B)(6) 2009¿; the patient clarified that she meant she ¿is not getting medication on the lower back and legs¿. Sometimes suddenly she wouldn¿t get medication delivered. She could tell because of the horrendous pain in her legs and back. If she lied down and bent her knees back and forth and was still for an hour the "med feed" would resume; "this had been going on since 2010¿; it didn¿t happen often, but had been becoming more frequent. It last happened in august. It was unknown if the cause was the pump or the catheter.

Manufacturer narrative:
Concomitant: product ID 8590-1, lot# n180688, implanted: 2009-(B)(6), product type accessory. Product ID 8709, lot# j11180r25, implanted: 2002-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)